Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Consumer states that the left drive wheel fell off while he was using the unit.